Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, insulation damage was noted on the right atrial lead. The lead was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
A partial lead, the connector portion, was returned for analysis. Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(6) 2018 indicates that the right ventricular lead was also removed and replaced during the same procedure due to an insulation damage and low lead impedance.